Event description:
It was reported that 10mm misregistration was observed in a hybrid spect scan performed using a phantom laid on the headrest. There was neither pt involvement nor injury reported. The concern is for a potential misdiagnosis.

Manufacturer narrative:
Ge's investigation of the misregistration concluded that the issue results from the headrest accessory used during hybrid spect scans and is not supported by the pallet support mechanism. Therefore, sagging occurs when a patient's head rests on the accessory. This sagging causes a mismatch between the two fused images. A field correction is planned.